Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 13. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and increased sensitivity. No further patient complications were reported.